Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The device records manual power ups on the (B)(6) 2012 and performed self-tests up to the (B)(6) 2016. The device records manual power ups under one minute duration and may suggest the user was regularly power cycling the device. The device failed a self-test due to a low battery on the(B)(6) 2016. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.